Event description:
It was reported that a implantable pulse generator (ipg) triggered elective replacement indicator (eri) earlier than anticipated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Model: 507645, implantable pacing lead; implant: 2001 (B)(6). (B)(4).